Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effects of mitral stenosis and hypertension, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects appear to be related to patient/procedural conditions, as implantation of the clip reduced the mitral valve area and resulted in an increase in the mean gradient. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the increased pressure gradient which is considered mitral stenosis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The mitraclip was deployed without issue; however, after deployment, the gradient was noted to be 7mmhg, and the patient was hypertensive. Medication was administered to treat the hypertension. With medication the mr was noted to be 2+; however, as this would not be resting blood pressure for the patient, the post mr grade was considered 3+. The patient was confirmed to be stable post procedure. No additional information was provided.